Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and while grasping, the lock lever was not working properly. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new xtw clip was successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. Additionally, slack was observed on the lock line through the lock lever. The steerable sleeve was observed to be bent at the handle grommet. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported unintended movement (clip open - efaa) could not be determined as the issue was not identified in device analysis. The observed product quality problem (irregular appearance, lock line slack) appears to be due to the troubleshooting maneuvers performed by the user. The observed steerable sleeve deformation appears to be related to improper return device packaging method. There is no indication of a product quality issue with respect to manufacture, design, or labeling.